Manufacturer narrative:
(B)(4)

Event description:
The reported issues involve the following syncardia temporary total artificial heart (tah-t) system components and are reported under two separate medical device reports: primary freedom driver s/n (B)(4) (MFR report # 3003761017-2015-00284 and freedom onboard battery s/n (B)(4) (MFR report # 3003761017-2015-00283). The customer reported that the freedom driver exhibited a fault alarm while supporting a patient. The customer also reported that the freedom onboard battery was unable to maintain a charge. The patient was subsequently switched to the backup freedom driver and freedom onboard battery. There was no reported adverse patient impact. The freedom driver was returned to syncardia for evaluation. Visual inspection of the driver revealed damage that likely occurred as a result of an impact shock. The alarm history (eeprom) was reviewed and revealed a fault code that can occur if an onboard battery is not fully latched in place in the battery well, resulting in an intermittent communication error and a fault alarm. The freedom driver was functionally tested and met all test acceptance criteria, including normotensive and hypertensive settings, with no anomalies or unintended alarms. The reported fault alarm was not functionally reproduced during investigation testing. The freedom driver performed as intended, and there was no evidence of a device malfunction. The investigation of freedom onboard battery s/n (B)(4) (MFR report # 3003761017-2015-00283) determined that the onboard battery was permanently disabled. It is likely that the malfunction of this onboard battery resulted in the reported driver fault alarm. The reported issue posed a low risk to the patient because although the freedom driver exhibited a fault alarm and the freedom onboard battery was unable to charge, the freedom driver continued to perform its life-sustaining functions. The freedom driver has a redundant power source of external power. In addition, patients are provided with several freedom onboard batteries. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file.

Manufacturer narrative:
(B)(4).

Event description:
The reported issues involve the following syncardia temporary total artificial heart (tah-t) system components and are reported under two separate medical device reports: (1) primary freedom driver s/n (B)(4) (MFR report # 3003761017-2015-00284 and (2) freedom onboard battery s/n (B)(4) (MFR report # 3003761017-2015-00283). The customer reported that the freedom driver exhibited a fault alarm while supporting a patient. The customer also reported that the freedom onboard battery was unable to maintain a charge. The patient was subsequently switched to the backup freedom driver and freedom onboard battery. There was no reported adverse patient impact. This alleged failure mode poses a low risk to the patient because although the freedom driver exhibited a fault alarm and the freedom onboard battery was unable to charge, the freedom driver continued to perform its life-sustaining functions. The freedom driver has a redundant power source of external power. In addition, patients are provided with several freedom onboard batteries. The freedom driver and freedom onboard battery will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR.